Event description:
Per the clinic, the patient experienced tingling sensation and pain around the implant site. The patient was treated with antibiotics (type and duration not reported) on (B)(6) 2021.